Event description:
Event description guidant received information that this biventricular implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status due to the patient's elevated atrial thresholds. An expression of dissatisfaction with respect to battery longevity was expressed. The atrial lead remains in service with the replacement device. The explanted ICD was returned for laboratory evaluation.